Manufacturer narrative:
Product analysis: the product specimen is not available for return. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after suturing this mitral annuloplasty band into place, the physician was unsatisfied with the result of the repair due to the patient's native tissue. The device was explanted and replaced with a bioprosthetic valve during the same procedure. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.